Event description:
The customer contact reported the patient received more medication than intended. At 2000, the nurse programmed the device in the piggyback mode to deliver vancomycin 1.5gm/500ml for a duration of 3 hours and the delivery was started. No further programming parameters were provided. At 2145, the nurse was called back into the patient's room because the device was making a "grinding sound". At this time, the nurse noted "all but 100ml" was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received.